Manufacturer narrative:
The rapid infuser was returned to belmont for investigation and was tested using our standard operating procedures. We were unable to duplicate the customer complaint of an "overheat" incident nor a "burnt odor" after stress testing at elevated temperatures for 48 hours. The unit performed according to our specifications upon receipt. The manufacturing records for this serial number were reviewed and nothing notable was observed. The disposable set was discarded by the user facility and was therefore not returned for investigation, nor was the lot number provided. We will continue to reach out to the user facility to try to determine the lot number of the disposable set, as well as the type of infusate used during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. Without further information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that there was "an overheat incident and burnt odor." The disposable set was discarded.